Manufacturer narrative:
Due diligence for additional information was executed. If more information than available as yet is provided, supplemental report(s) will be filed. The device has been returned and a product investigation completed for it. The user¿s complaint was confirmed. The device was attached to the usg-400/esg-400 and a probe check was performed; the device passed the probe check. Both switches were checked and found both switches are functional. A visual inspection on the received condition was performed on the device; there is some tissue build up. The ptfe pad (teflon pad) was inspected and observed approximately 90% portion of the teflon pad is missing at the distal tip jaw with metal exposed. The missing portion of the teflon pad was not returned. Additionally, the exposed metal on the jaw cause a short circuit error when the jaw was fully closed due to the metal to metal contact and the seal or seal & cut button was activated. The distal end of the device was inspected under a microscope and noted charred marks to the probe unit and jaws. The wiper movement is normal. The consistency of movement of the handle and jaw is normal. The handle load is normal. The rotation of the knob torque is normal and smooth. Product evaluation conclusion based on similar reported events determined the cause for the damage/missing teflon pad is attributed to no tissue or insufficient tissue between the probe and jaw when the device is activated. The instruction manual (IFU) includes several warning statements in an effort to prevent damage to the device: "do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur.¿

Event description:
As reported for this therapeutic procedure, the teflon pad of the device jaw melted. No other issue nor any cable damage was observed. No part had fallen into the patient. There was no adverse impact on the patient. The procedure was completed. The device was inspected before use and no abnormalities were noted.